Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer was treating a hbg and later had lbgs. It was indicated that the programming and histories were accurate. The pump passed the prime test. It was noted that the customer did not have a clamp to run the high pressure test. The customer was instructed to follow the two hbg rule and to monitor bgs closely. In addition, the customer was advised to call back when the clamp arrives. A few days later, the customer called back to perform the high pressure test and the pump passed.